Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent surgery for treatment of pelvic organ prolapse. Allegedly, the patient experienced, pain, injury and has undergone corrective surgery. According to the patient's progress notes, the procedure performed included a transobturator sling, anterior and posterior repair with mesh, and cystoscopy for treatment of stress incontinence, cystocele, and rectocele.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00152 (avaulta posterior biosynthetic support system).